Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin squirting out during the prime process. The customer¿s blood glucose was 128 mg/dl at the time of incident. Customer reported that insulin continues to drip after letting go of the act button during the prime process. The insulin pump will not be returned for analysis.